Event description:
It was reported that during the endoscopic vein harvesting procedure, it was identfied that the image was very dim, dark when light source went through. Surgeon chose to use the same scope to complete the procedure with difficulty. No patient complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.